Event description:
During a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion being treated was a calcified and tortuous circumflex artery (cx). After predilation, the physician attempted to reach the lesion with a taxus express2 3.5 x 12 mm drug eluting stent. However, the taxus stent became partially dislodged on calcium. The physician then attempted to retract the stent delivery system (sds) and the undeployed stent embolized from the balloon. The embolized stent dislodged in the inferior femoral artery. The stent was not retrieved and remains in the patient's leg. No injury or patient complications was reported. The lesion was just treated with poba. Patient status is reported as "ok."